Event description:
A customer contacted stryker to report that their device doesn't turn on when lid opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer will receive a replacement device. The customer's device was returned to the customer unrepaired per their request.